Event description:
Developed an allergy to latex from overexposure. She is a nurse at hospital. Continues to have anaphylaxis as continues to be exposed to latex through the hospital, even though they are aware of latex allergy. Develops initial rash, to chest tightness then to being unable to breathe. Has been treated in the ER 4 times. Was officially diagnosed by allergist. Latex sterile single use gloves. Latex products such as bp cuffs and tubing and tubing to stethoscopes.